Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there were 2 no external power alarms on (B)(6) 2024. The log files were reviewed and captured a string of power cable disconnect/low power hazard/no external power alarms on (B)(6) 2024 at 6:01 am while tethered on the mobile power unit (mpu).

Manufacturer narrative:
D4 - device serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, log files were submitted for review and contained data spanning approximately 6 days ((B)(6) 2024 at 19:58:55 to (B)(6) 2024 at 11:25:26 per time stamp). At 06:01:55 on (B)(6) 2024 while the patient is connected to the mpu, voltage drops on both power leads indicating a loss of ac (alternating current) power activating no external power alarms at 06:02:04. The alarms clear at 06:02:12 when power is restored to the mpu. The backup battery provided power to the system during these events. There were no other notable events observed in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding the serial number of the mpu, the cause of the no external power event, if the mpu would be returning for evaluation, and if the mpu had a v-lock connector; however, no response was received. A root cause for the reported event could not be conclusively determined through this analysis. The device history record for the mobile power unit (mpu) was unable to be reviewed due to the serial number information of the mpu not being provided. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. C) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. D) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.